Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. Flashing medtronic logo display, due to severely corroded pcb1 board and pcb2 board. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test, due to flashing display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board, during visual inspection. The following were noted, during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay. And cracked case corner of the belt clip rails near the battery compartment, broken battery tube threads and faded serial number label. The p-cap/reservoir does lock properly. Confirmed, flashing medtronic logo display after battery installation. Cosmetic damage was confirmed, at battery compartment, during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1884l. Customer reported, labeling issue. Product labels reported as missing, removed, worn, faded or damaged following usage. Customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1884l was requested. And customer response was, the device will be returned. Updated summary: product mmt-1884l was returned for analysis.